Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 24-year-old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis of uterus, uterine leiomyoma, fibroids and uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and fatigue had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 24-year-old female patient who had essure (batch no. 626100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis of uterus, uterine leiomyoma, fibroids and uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal hemorrhage, fatigue, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, bladder disorder, depression, dyspareunia, fatigue, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder and vaginal hemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events were added: allergic reaction, bladder problem, urinary problem, bladder infections, uti, vaginal infections, vaginal discharge, event outcome were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year old female patient who had essure (batch no. 626100) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis of uterus, uterine leiomyoma, fibroids and uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo-provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving, the menorrhagia, vaginal haemorrhage and fatigue had resolved and the depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), fatigue" were added. Outcome of events "pain" was updated as recovering\resolving. Medical history were added. Patient, reporter and product information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.